Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing worsening depression. This event has unknown relations to vns implant, stimulation, and device. The outcome is not recovered/not resolved. No other relevant information has been received to date.

Event description:
Additional information was received that that adverse event was recovered/resolved and indicated to be not related to vns.

Event description:
It was reported that action was taken for this event in the form of observation only. The cause of worsening depression is still unknown. No other relevant information has been received to date